Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The carrier tube and sheath are fully mated in rear lock position. The anchor is visible in the sheath tip. Functional testing begins with setting the assembly into forward lock position, deploying the anchor. The assembly is then reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. One 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to be used and contained the anchor in the sheath tip. The device was able to be successfully deployed during functional testing. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal device was opened to achieve hemostasis during the procedure in which an 8fr sheath was used. However, when the device was inserted into the insertion sheath, resistance was felt, preventing the anchor from coming out of the insertion sheath tip. Therefore, the entire device was withdrawn, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.